Event description:
Customer reported system goes into subtraction mode on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended. (B) (4)